Event description:
The lead tested out of specification during manufacturer's analysis. Additional information was provided by the patient's attorney regarding the implanted lead. The attorney alleged the patient sustained injuries, including inappropriate therapies, due to the lead. No further patient complications were reported.

Manufacturer narrative:
This original report was based solely on device return and analysis. The additional information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned for analysis.